Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A power issue was reported with the adc device. The meter would not power on with button press and customer was unable to obtain readings. As a result customer experienced symptoms described as hypoglycemia and a loss of consciousness. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.